Event description:
The customer reported the touchscreen does not work. No patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name: (B)(6).

Manufacturer narrative:
The biomedical engineer replaced the touchscreen. The device passed all performance verification testing. Based on information provided and/or service performed, the customers alleged malfunction was confirmed.

Manufacturer narrative:
The touchscreen was returned for failure investigation. The resistance measurements and resistance ratio test pass. The reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touch screen assembly.